Event description:
This patient had a 16fr foley catheter inserted for surgery. When the nurse went to deflate the balloon, could only remove 7ml, not 10ml. After multiple attempts of removing the remaining saline, urology was consulted who arrived and removed the catheter. It was noted that the balloon was still inflated. There was no harm to the patient.